Manufacturer narrative:
The insulin pump passed functional testing. The insulin pump was received with minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, stained end cap sticker and stained address/serial number label.

Event description:
It was reported that the insulin pump alarmed no delivery and the customer has not been receiving insulin. Customer's blood glucose reading at the time of the call was 9.8 mmol/l. Through troubleshooting it was noted that the alarm may have been caused by a set or reservoir occlusion. No further information reported.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.